Event description:
The event involved a 6.5" add-on set w/chemolock® w/red cap, dry spike adapter. The report stated that the junction where the white portion of the adapter that connects to the clear tubing is where the leaking was coming from. The nurse went to check her lines and it was very wet and leaking. No chemotherapy was running, luckily it was just primed with normal saline in preparation for chemotherapy so there was no apparent harm to patient, staff and no chemotherapy spill. There was patient involvement and no patient harm.

Manufacturer narrative:
The complaint on the cl3958 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
Received one (1) used cl3958 primary set for inspection. No defects or anomalies noted upon initial inspection. The set was leak tested per product specifications. There was a channel leak from the tubing to the dry spike adaptor connection. Examination of the bond area showed that the bond was not concentrically sealed. The reported complaint of leaks can be confirmed. The probable cause is due to a manual bonding. The device history review could not be reviewed due to the unknown lot number. D9: device returned to manufacturer on: 8/28/2024.